Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01607 and 3006705815-2022-01512. It was reported the patient experienced ineffective therapy due to high impedance on both leads. Later, the patient's ipg failed to establish communication with external devices. The ipg was deemed inoperable and it is unknown if the ipg depleted prematurely. In turn, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.